Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. No further details were given. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was intermittent button response on the escape button due to corroded keypad traces noted. No unexpected button error alarms noted. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip and scratches on the reservoir tube window.